Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2006/2007. Revision due to aseptic loosening.

Event description:
It was reported that a patient experienced a right total knee arthroplasty revision due to tibial aseptic loosening. The patient was stable leaving the or. No additional information has been provided on the patient or event. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00584 and 1038671-2018-00586.

Manufacturer narrative:
Section h3: the complaint products were received for analysis. The condition of tibial loosening was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) tibial tray with the block augment appears to have residual biologic matter and bone cement adhered to the surface, some bone cement may have been removed during the processing at the hospital. Tibial insert has scratches and pitting that appears consistent with third body wear. The wear along the anterior portion of the ps post indicates that the femoral component articulated with the anterior portion of the tibial insert. This is usually caused by excessive posterior slope or hyperextension of the knee. The circular witness marks appear consistent with indentations from the screw holes of the tibial tray. The distinct pattern appears consistent with cold flow which indicates there was little to no micro-motion between the tibial insert and the tibial tray while the devices were implanted. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports from manufacturing lot for tibial tray components consisting of 21 pieces. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing related. The loosening reported was likely the result of failure of the cement mantle between the implant and the bone, which led to aseptic (non-infected) loosening of the tibial tray. There is no patient information provided; therefore, it is not possible to assess the patient risk/clinical factors. Section h6: in a review of the labeling - it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. It is also noted that excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. This device is used for treatment not diagnosis. Section(s): no information: a3 & a4. In the investigation of this complaint, additional information has been requested. No new information is provided.